Manufacturer narrative:
Correction: d4 product event summary: the full lead was returned and analyzed. There were no anomalies found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that during implant, the lead could not be fixated. The lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).